Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to 400 mg/dl for an undisclosed time wearing the pod. On june 29, 2025, the patient reported their bg levels were high despite administering correction boluses. The prestataire reported that the patient reportedly did not think to change his pod or administer a insulin bolus via insulin pen, did not attempt to contact the prestataire, and did not seek medical advice. The patient was feeling unwell and as their condition worsened, the patient was transported by ambulance to the hospital at around 8:00 pm. The patient reported being diagnosed with ketoacidosis and hyperglycemia. The patient did not provide any details related to treatment for the medical event. The patient was discharged that same day.